Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out of range pace impedance measurements. The out of range measurements are suspected to be caused by lead damage. This lead was also noted to have exhibited oversensing of noise and myopotential noise. This system was then reprogrammed to help mitigate further oversensing and out of range measurements this lead remains in service. No adverse patient effects were reported.